Event description:
It was reported that during a prostate procedure diminished vaporization efficiency occurred with the first fiber at 145,207 joules. The procedure was completed with a second fiber. No report of pt injury.

Manufacturer narrative:
Fiber analysis: the fiber exhibited a circumferential fracture of the glass cap distal to fiber/cap fusion zone. The metal cap has burnt on detritus and devitrification of cap at output window. The fiber/cap conditions may also cause forward firing. The root cause of the device failure was determined to be heat accumulation due to anatomical/procedural factors encountered during the procedure; the fiber cap wear was accelerated.